Manufacturer narrative:
Device was not returned. (B)(4). Method: work order search. Results: a device work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
Reporter indicated that the surgeon used a ks-3ai aq310ai 23.5 d preloaded injector on (B)(6) 2015. During setting, the screw plunger of the device came off. No patient contact.